Event description:
It was reported that the syringe 3ml ll 22ga 1-1/2in mx bun needle hub had a hole / was cracked / damaged. The following information was provided by the initial reporter translated from spanish to english: 5 syringes came without a needle. 1 syringe came with an unscrewed needle. 1 syringe felt like a rim on the bevel. Additional information provided: clarify ¿withdrawn needle¿, did the probe come off, was the protector on the needle? Some came with empty sachets, some with no needles, some with no needles, and some with a broken cone during use. Clarify ¿the syringe appears to have a bevel edge¿, is there a problem with the syringe or the probe itself? The cone breaks has the reported incident been observed before, during or after use on the patient? During use was there any harm to the patient/healthcare professional (detail)? No. Is the sample related to the incident available for analysis? If yes, please indicate the quantity. Is it still being collected and others have already been submitted. Is the sample contaminated? If yes, indicate the substance. No. For sample collection, please indicate name of sender (B)(6). Collection address (B)(6). Package dimensions. Telephone number (B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Seven samples and photos received by our quality team for investigation. Through visual inspection, missing needle is observed. No other defects or issues observed. No empty packaging or damaged on the hub is observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause for missing needle is associated with sensor design to detect missing cannula. Procedure for vision system will be updated. Although empty package was not confirmed, possible root cause is associated with detection system failure. Vision system will be updated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.